Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 50 to 47 mg/dl at the time of the incident. The customer was in auto mode and the pump kept delivering insulin. The customer was at 246 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. Device passed the delivery accuracy test. No possible over delivery anomalies noted during testing. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, peeling end cap address label and corroded battery tube.